Manufacturer narrative:
A sample was received to perform an investigation. A visual inspection of the returned pump found it to be in good physical condition. A review of the pump event history log (ehl) found check flange sensor error in the history. Functional testing was performed using the syringe test and flange sensor test. The reported problem was unable to be replicated with either test. The ear clip spring was replaced, the whole flange assembly was cleaned and greased, and preventive maintenance was performed. A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. No root cause could be determined as the complaint could not be confirmed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump did not recognize the syringe. No patient injury was reported.